Event description:
User called into emergency support program (esp) line to request support with a catheter restriction alarm. User stated that patient was restless and there were no visible kinks. Also, the sheath used was nota getinge mquet sheath. The dressing was changed. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section the full evet site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).